Manufacturer narrative:
Product analysis: it was confirmed that the programmer was unable to power on. The issue was attributed to a defective power supply. The power supply was replaced. The display was found to be out of calibration, and was re-calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.